Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized. The inspection demonstrated a rubbed through insulation at the distal part of the lead. These damages can be considered to be the root cause of the clinical observation mentioned in the complaint description. Based on the characteristics of these damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Diagnostic images clarifying this assumption were not available for analysis. The deformation of the svc shock coil and the damage of the lead tip are most likely related to the surgery. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - on the (B)(6) 2012 a crtd with 2 port plugs was implanted. On the (B)(6) 2014 we received via home monitoring one recording of noise on the rv lead. On the following day the patient was called into the clinic; there were no new recordings. All the parameters were good and stable since the implantation. However, the physician decided to perform an extraction of the lead and to add a new rv lead on (B)(6) 2014.